Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and epicardial defibrillation and pace/sense patch leads exhibited noise on the rate/sense and shock electrograms that the device recorded as spontaneous ventricular tachycardia/ventricular fibrillation (vt/vf) episodes. There is no report of pacing inhibition or therapy delivery issues.